Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked/bent at 2.5 and 50 cm from the distal end. The device was found to be intact and within dimensional specification. The core and coil wire were not unraveled or frayed. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the observed damage and the information provided, operational context caused or contributed to the event. No further action will be taken. Corrected data: the device code on the initial report was for unraveled. This code has been updated to kinked to reflect the condition of the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the neuro ICU. A physician complained that the wire from this kit was "fraying" during insertion into the patient's subclavian. As a result, a new wire was used from another kit to complete the procedure. There was no delay in treatment and no patient death or complications reported.